Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, yellow particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Patient reported left side rupture. Additionally the healthcare professional reported "pain, edema, erythema, deformity, capsule IV and rupture¿, and "¿multiple folds, loss of shape and leakage of material inside fibrous capsular". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture. Additionally the healthcare professional reported "pain, edema, erythema, deformity, capsule IV and rupture¿, and "¿multiple folds, loss of shape and leakage of material inside fibrous capsular". The device has been explanted.